Manufacturer narrative:
Device history record review: the lot number was not available for a record review. Sample analysis: no sample was submitted for an evaluation. However, companion samples were tested which inluded performance testing, extracts, pyrogen testing and biocompatibity. These four test schemes were selected from the iso 10993 suggested list as rep of the most sensitive biocompatibility tests and those, which demonstrate the quickest reactions. The absence of any adverse data from these and all laboratory tests support our contention that no biocompatibility issue exists with the e-beam dialyzer. The complaint issue will be monitored for trends. Quality investigation 05-001 was opened to isolate a cause and effect relationship between e-beam sterilized dialyzers and alleged reactions reported by hemodialysis pt and/or facilities.

Event description:
Received an electronic report of an event to a patient that stated "patient had an allergic reaction to dialyzer." The clinic was contacted in 2006 for additional information. It was reported by rn managing this patient that the patient recently had a new catheter access placed for dialysis. The patient pre-dialysis had c/o shortness of breath and when ascultated, the lungs were noted to be slightly diminished. Also noted was a large fluid gain. The patient started dialysis when the patient felt nauseous. The patient vomited and the caregiver assisted the patient to a lying down position. The bloodlines and dialyzer were changed and dialysis resumed. The patient continued to feel nauseous throughout the remainder of dialysis. Blood cultures were obtained and grew staphyloccus coag neg. The patient was given an intravenous treatment with both tobramycin and gentamycin. The catheter was cultured as well. The patient completed dialysis as ordered and was discharged to the nursing home where he resides. The patient received a total of 3 dialysis treatments with 180nr after this incident but has since received dialysis with use of 180nr-e and is reportedly doing fine with no further ill effect to date. The rn stated that the symptoms reported were due to an infection the patient had and not the dialyzer. There is no sample available.